Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the batteries would not last. Device would alarm low battery alarm then shut off. Customer's blood glucose was unknown. Device had alarmed bad battery alarm and failed battery test alarm. Customer declined troubleshooting. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.